Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to replace multiple cartridges prematurely. Customer did not provide any further details, but reported that it may have been a result of user error. Additionally, the customer reported that it was possible that the cartridges were not delivering insulin as intended. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.